Event description:
Per the clinic, the device was explanted due to infection. The patient was treated with antibiotics, (type not reported), however, it did not resolve the issue. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
This report is filed (B)(4), 2011.